Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the aggressive max shaver blade broke off inside the patient and was retrieved successfully.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The aggressive max shaver blade was visually inspected for damages, and the tip has broken off. Unable to perform a functional inspection due to the broken tip. The probable root cause could be design and/or excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the aggressive max shaver blade broke off inside the patient and was retrieved successfully.